Event description:
The customer stated that she went to urgent care due to a high blood glucose of 384 mg/dl. The customer stated that she is very brittle, and has to check her blood glucose at least six times a day. The customer stated that she was unable to get her blood glucose down that day. Troubleshooting was performed, and found that the drive support cap was flush with the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.